Event description:
It was reported the lower display of the epg (external pulse generator) could not be read. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was missing segments and the display gasket was in the viewing area. It was also noted that the upper case was damaged, the lower case was broken and contaminated, the battery release, control knobs, ring cover, heart block and lead flex cover were contaminated, both bail covers and battery drawer were broken, the battery contacts were compressed and patinated, one bail and ring were missing and the keyboard was scratched and dented.